Manufacturer narrative:
Correction: please attach information in 2017865-2022-07334 to previously reported issue in 2017865-2021-17059.

Event description:
It was reported that the patient was presented in clinic for generator change for a pacemaker that exhibited premature battery depletion. During the procedure, the lead was failing to disconnect from the header. Physician was proceeded to use bone cutters to remove the lead. Pacemaker was successfully explanted and replaced. No patient consequences reported.

Manufacturer narrative:
The reported events of premature battery depletion and physician had to break the header to free the leads were not confirmed. Analysis revealed that the epoxy header was broken into pieces and some parts of the connector could be measured and found in specification while other parts of the connector were broken apart and could not be measured to verify if they were in specification. No possible causes for the leads becoming stuck were found with the connectors. The setscrews had been untightened and were not holding the leads. Battery depletion was found normal. No device anomalies were found.